Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on (B)(4) 2018: during preparation for the procedure, when the laser fiber was removed from the sterile packaging, it was noted the fiber was fractured. The device was set aside and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the patient due to the event as the device did not come into contact with the patient. It was reported the disposable device is available for return to the manufacturer for a device evaluation.

Manufacturer narrative:
Returned for evaluation was an evlt/pvak fiber. A visual evaluation of the disposable device noted the fiber was fractured. The customer's reported complaint description is confirmed. A root cause for the complaint description cannot be definitively determined. Angiodynamics' supplier of this device was notified of the event via (B)(4). Per the vendor's scar response, at the vendor facility, manufacturing and inspections procedures include a 100% inspection of the entire fiber, including the quality of each strip. Each unit is also repeatedly bent and coiled during the processing and there is a final visual inspection performed with a hene laser to check the entire fiber length for defects prior to packaging and shipment. During the hene laser test the fiber tip is examined closely for damage. During the packaging step, the fibers are inspected for damage. A review of the angiodynamics' device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the end user with this catalog number contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a radius of 60mm". A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).